Manufacturer narrative:
A field service engineer (fse) visited the site on (B)(6) 2016. The fse found that the motor driver board (pn 393289) was defective and photos show charring of the component. Per the fse, the board assembly has been replaced and the customer is operational. (B)(4).

Event description:
The customer reported that an allegra x-15 centrifuge tripped the 15 amp (a) circuit breaker, followed by loud noises and a flash. No flames were present. There was no death or injury associated with this event. The event affected two instruments; this report refers to serial number (B)(4). Refer to 3007448124-2016-00007 for the report referring to serial number (B)(4).